Event description:
Home health nurse reporting pump malfunction (serial number and expiration date unknown), error code 45. Nurse reports pump instructed her to turn it off then on. Nurse states she did that twice and it is still giving the error code. She confirmed batteries are at 100%, tried a different plug, etc. Per manual this code means "motor control loss" and to report error and replace. Nurse confirmed she has dial-a-flow tubing to give via gravity. It is stated on the orders for the elfabrio to do gravity in case of pump failure. Pharmacy to replace pump. Return material being sent for return of pump associated with event. Pump is available for investigation pending return by pt. No adverse event(s) reported due to product issue. No further info.